Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation the battery charger/modem was unable to recognize or charge a battery pack. The cause for the failure was a shorted q1 current-controlling transistor, an open y1 crystal oscillator, and a shorted u13 cmos flash microcontroller on the bedside pca. The root cause for the damaged transistor, oscillator, and microcontroller could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient's battery charger was unable to charge a battery pack.